Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep), and healthcare provider (hcp) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient felt shocking in their right leg even when it was off. The patient's ins pocket is tender to touch, sore, and bruised. There were no known reported factors that may have led to this. The patient tried to lower the levels and turn off their stimulation, but the patient still felt intense tingling. The patient turned off their stimulation at home and felt no tingling or shocking over the weekend. The issue has not been resolved. It's unknown if surgical intervention is planned at this time. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that the cause of this event was not yet determined and that the patient would be following up with their rheumatologist. No further complications were reported or anticipated.